Manufacturer narrative:
Pending evaluation.

Event description:
This was a bilateral knee poly swap. Right: index surgery: (B)(6) 2004. Left: index surgery: (B)(6) 2004. The surgeon removed bilateral vac dressings, opening up both knees simultaneously. The surgeon then debrided the right knee and removed a size 4 9mm poly. No unusual wear was noted. The surgeon replaced the right side with a new size 4 9mm poly. The surgeon then continued to the left knee and removed a size 3 9mm poly. No unusual wear was noted. The surgeon replaced the left side with a new size 3 9mm poly. The patient was stable leaving the operating room.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of pain and swelling. However, the cause of the pain swelling could not be determined as the devices were not available for evaluation. Associated with 1038671-2018-00915.